Event description:
It was reported to philips that the system failed exposure. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed exposure failed. Upon troubleshooting, fse checked logs and found that the customer had simultaneously pressed the exposure button and the pressed fluoroscopy without releasing it. The philips engineer guided the customer on how to use device correctly. After which, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer pressed the fluoroscopy and exposure button simultaneously without releasing the fluoroscopy which resulted in no exposure. Based on the investigation results, philips concluded that the complaint is not reportable.